Event description:
It was reported that the power module had a red battery alarm and was unable to charge. The battery had to be disconnected to resolve the alarm. A new battery was requested

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a red battery alarm on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. There were no photos or log files submitted for review. The battery serial number could not be provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4- ¿system monitor¿ and heartmate 3 patient handbook section 6- ¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.